Event description:
Mobilit and trinity revision of the ecima insert and modular head after approximately 5 months due to suspected loosening (not confirmed during revision). Note 1: patient was previously revised for infection on (B)(6) 2024 (9614209-2024-00401). Note 2: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.

Manufacturer narrative:
(B)(4) final report additional information requested was provided. The appropriate devices details have been provided and the relevant device manufacturing records have been identified and reviewed. The devices were manufactured according to specifications at the time of manufacture. This loosening was not confirmed during revision. It was reported that link between the corin devices and the event was excluded by the surgeon. Also, the surgeon identified a periprosthetic ossifications existed making the joint stiff. Based on the above, the root cause is considered as external (linked to ossification of the patient). Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per comp (B)(4)- initial report: additional information, including operative notes, x-rays, serious adverse event document (sae), medical history of the patient, has been requested in order to progress with the investigation of this event. Available information will be detailed in a supplemental report. The appropriate device details have been requested. The relevant device manufacturing records will be identified and reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit and trinity revision of the ecima insert and modular head after approximately 5 months due to suspected loosening (not confirmed during revision). Note 1: patient was previously revised for infection on (B)(6) 2024 (9614209-2024-00401). Note 2: this is a regularization within the framework of a clinical study following a change in our event monitoring process of sae from clinical study.